Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during a hemodynamic pressure monitoring procedure, the clinical staff noted that the pressure monitoring set was leaking fluid while connected to the patient. The device was replaced for the patient. No additional patient consequences to report.

Manufacturer narrative:
The suspect device was returned for evaluation. The device was examined visually. The complaint is confirmed. Root cause is attributed to stress during manufacturing. A review of the device history record was performed and no exception documents were found. A review of the complaint database was performed and no similar complaints for this lot number were identified.